Manufacturer narrative:
Patient had devices implanted in 1992 and removed in 2014 (two devices per package, one for each fallopian tube). Devices were not returned to manufacture for investigation. During the 22 years the devices were implanted, patient reported having issue, specifically back pain and blisters on toes and/or feet. In addition, patient revealed she had a toe amputated although it is unclear if due to blisters or some other medical issue. Richard wolf medical instruments corporation (rwmic) is unable to confirm complaint. There has been one similar complaint on a similar device in the last fifteen years. Patient reported having issues during the time devices were implanted and eventually had them removed after 12 years. This complaint was received about a week ago, MDR will be submitted. Richard wolf medical instruments corporation (rwmic) considers this report closed. If any new information is received, a follow up report will be submitted. Device not returned to manufacturer.

Event description:
Richard wolf medical instruments corporation (rwmic) received a voluntary event report (mw5060595) from the food and drug administration (FDA) on 03/28/2016. Patient reported having a tubal ligation in (B)(6) 1992 when devices were implanted (package contains two clips, one for each fallopian tube). Since the time devices were implanted, patient reported "severe back pain" and for several years also developed blisters on her toes and under her feet. Patient revealed she had a toe amputated but it was not clear if due to blisters or other medical issue. Patient had the devices removed in 2014, total of 22 years inside of patient. Patient does not reside in the united states. Device manufacturer: richard wolf medical instruments corporation (rwmic), (B)(4). Repackager/relabeler: richard wolf (B)(4). Rwmic supplies non-sterile devices (components) to rw(B)(4). Rw(B)(4) is responsible for the packaging, labeling and eo sterilization of finished product. (B)(4).

Manufacturer narrative:
Patient (initial reporter) informed the FDA and the FDA in turn notified richard wolf medical instruments corporation (rwmic) with voluntary event report (mw5060595).